Event description:
It was reported to adac that the user states that when the pt is prone, the o,o,o, (x y and z) location is in air rather than in the middle of the pt. The coordinates on the CT scan are not close to the pinnacle coordinates. The coordinates for supine scans were off as well, but not as much. The user can correct for the error with ras software on this CT simulator. No injuries were reported.